Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Per complaint details, currently we are unable to rule out a procedural variance as a contributing factor to the reported that does not represent a device malfunction. Based on the information provided the impact to the patient was the tibialis nerve cutting and later tear reported. It was unknown if there was a delay or if was a backup device available to complete the procedure. Should additional medical information be provided, this complaint will be re-assessed. Therefore, no further clinical/medical assessment is warranted at this time. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was an isolated event. Please refer to the instructions for use for recommendations on device functionality. A review of risk management files found that the reported failure was documented appropriately. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) there may have not been enough conductive media (e.g. Saline or ringer¿s lactate) (2) there may have been an issue with one of the concomitant devices in use at the time of this complaint event. (3) the device may have been used below recommended coagulation and ablation settings. No containment or corrective actions are recommended at this time. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported taht during an arthroscopy procedure, an unspecified functional failure was reported with coblation wand and quantum controller. Complications during or after arthroscopic resection were identified when an artc coblationn electrode was used. It is unknown if a delay happened and if a backup device was available. Tibialis nerve cutting and later tear were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.